Event description:
Jp drain being pulled by staff nurse zone 31. In the process the drain broke off leaving a portion of the drain in the pt's abdomen in the subfascial area. Pt returned to or for removal of the fragment. Md documents drain had not been impaled by the suprapubic catheter. The drain was removed readily and appeared intact. On 1/18/95, pt was taken to or for total abdominal hysterectomy, bi-lateral salpingo-oopherectomy, burch retropubic urethropexy. Jp drain and suprapubic catheter were placed durin that procedure.